Event description:
The physician was attempting to implant 2 integrity rx stents in the prox rca which was reported to be 95% stenosed, however, it was reported that the balloons of the devices would not inflate. The lesion was pre-dilated and no issues were noted during device preparation. Another brand stent was used instead. No clinical sequelae reported. Device evaluation :the stent was positioned between the marker bands as per specifications and was not damaged. The device failed negative prep and did not inflate when pressurized with an inflation device. Liquid exited through a 2.2mm longitudinal tear located on the proximal balloon cone. Image review: one image was provided for review. The image shows a stent positioned in the proximal rca although it could not be confirmed if the stent is an integrity stent

Manufacturer narrative:
Evaluation results and conclusion: given the similar nature of the damage and the process controls it appears likely that the damage is related to the use of the devices during the procedure. (B)(4).